Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for malibu/sovereign (incl. Dignity) we have found a number of other similar cases. We have been able to establish that there is a decreasing complaint trend concerning these kind of events - bath tipped during use. Please note that arjohuntleigh manufactured over (B)(4) malibu/sovereign (incl. Dignity) baths to date. The device was inspected at the customer site by an arjohuntleigh representative and found to be out of specification. The device was being used for patient handling and it that way contributed to the event. Assembly and installation instructions (06.aj.00/5 gb from december 2005) include procedures that concern correct installation of malibu/sovereign baths that are important to preserve safety and performance of the device. After assembling it is necessary to check inter alia that: all details are mounted corresponding to the assembly instruction, all screws are well tightened, the bath is adequately anchored by placing 195 kg on the seat when outside the tub. The tub is to be empty (i.e. No water) during the test. Maintenance and repair manual (09.aj.01/2gb from march 2006) provides information about preventive maintenance schedule: caregiver is obligated to check mechanical attachments (including tub foots, floor attachment) every week. From this we conclude that this incident was caused as a result of staff incorrectly trained or not following the patient handling procedures as indicated in the instructions for use of the device. It can be also concluded that preventive maintenance has been not performed correctly. The received information and our evaluation as described above are showing that if the malibu pm schedule was followed in accordance to instructions for use and bath would be correctly secured as stated in assembly and installation instruction, there would be no patient or caregiver at risk.